Event description:
Procedure: urological/gynecological. According to the reporter, the pt underwent a procedure for treatment of stress urinary incontinence and pelvic organ prolapse. Allegedly, the pt experienced pain, injury, infection of her internal bodily tissue, dyspareunia, and has undergone multiple surgeries and revisionary procedure.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex."